Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. During the evaluation the pump alarmed for system error 322. This condition was determined to be caused by a failed upper hook switch. The upper auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
During baxter's evaluation, a spectrum pump had system error 322. There was no pt involvement.